Manufacturer narrative:
Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted. The distance and the near vision were poor one-day post-operatively and it did not improve. The iol was explanted and a replacement lens was implanted. No additional surgical procedures were performed. No further information was provided.